Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that implant tsv4b10 placed in dental site 29 was removed due to infection and suppuration. The patient felt pain since the implant placement. Doctor prescribed antibiotics many times, patient with a lot of allergies. An allergic test titanium will be performed.